Event description:
It was reported that, externalized conductors were observed via diagnostic imaging when the asymptomatic patient presented in-clinic for normal clinical follow-up. No electrical anomalies were detected. The lead was capped and replaced. There were no adverse events during the lead replacement procedure and the patient was well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.